Event description:
It was reported that patient underwent revision elbow arthroplasty on (B)(6) 2005 to replace competitor components with biomet implants. A subsequent revision procedure was performed on (B)(6) 2012 due to periprosthetic fracture. The ulna component and condyle kit were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state under possible adverse effects that this type of event can occur: intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00252 and 00253).